Event description:
It was reported that 2 syringe 3ml ll 200 s/c experienced missing scale markings which were noted prior to use. The following information was provided by the initial reporter: material no. 309657; batch no. 9001980. Per associate director of supply chain: reported missing numbers in our 3ml syringe.

Manufacturer narrative:
H.6. Investigation: one 3ml syringe in a fully sealed blister pack confirmed to be from batch 9001980 (p/n 309657) was received and evaluated. It was observed there were no scale markings present on the syringe and was rejectable per product specification. Machine logs indicate there were marker issues during the manufacture of this batch. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing scale defect is associated with the marking process. It may have been caused by the barrels being fed too quickly for the marker.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 3ml ll 200 s/c experienced missing scale markings which were noted prior to use. The following information was provided by the initial reporter: material no. 309657, batch no. 9001980. Per associate director of supply chain: reported missing numbers in our 3ml syringe.